Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The reported defect has been verified and repaired. The following repair activities were performed service and repair functions. Reviewed service history. Box label and fms vue final testing, software upgrade was not needed. Unit seems to have been dropped. Replaced damage pinch valve assy. Removed fluid filled from inside tubing of unit. The unit passed all diagnostic tests, functional tests, and is fully operational. A review into the depuy synthes mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that prior to an unspecified surgical procedure, it was observed that the fms vue pump device was improperly working. According to the reporter, after the staff set the inflow tubing up and pushed run/stop, the water filled the pressure chamber without being prompted. It was reported that the water continued to flow until run/stop was turned off. It was reported that by this point water had begun to back fill toward the filter. When the cpc connector was unplugged from the quick connect port, there was a drop of water in the port opening. Subsequently, the machine was turned off and switched out the tubing to try again, however the same thing happened. It was reported that an attempt to dry the quick connect port was done and blowing high pressure air into the connection to dry any wet areas but this did not work and again another pack of tubing was wasted. It was not reported if there was a delay in the surgery or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.